Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with elevated flows and powers over the last few days. The patient¿s flows were in the 7¿s and normally in the 5¿s, power¿s in the 7¿s and normally in the 5 to 6. Upon admission, the patient¿s lactate dehydrogenase (ldh) was elevated at 1,179 u/l. Ldh has been in the 450 to 600 u/l. Patient reported that his pump "sounded different." Log file submitted had no unusual events or notable alarms. There was a non-sustained spike in both power and flow on (B)(6) 2019 at 2:09 a.m. Trends for both power and flow is relatively flat over time and averages appear to be within normal as reported. Although the device appears to be working as intended; underwent a pump exchange on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned assembled with the driveline cut 2¿ from the pump housing and the distal end was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. Upon disassembly of (B)(6), soft, tissue-like depositions were found situated adjacent to the outlet bearing ball. These thrombi lacked laminated layering, suggesting that they did not initially develop in the outlet stator; however, their specific origin could not be determined. Although a duration of time for which they were present in the device could not be conclusively determined, the thrombi were not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no concentric contact marks were noted on the rotor outlet section or the outlet bearing cup, suggesting that it was not present in the pump for a prolonged period of time. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated ldh. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.